Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that both the implantable neurostimulator (ins) and lead was replaced on (B)(6) 2015. The patient had to use stimulation at 7v and they placed a new lead to get therapy at a lower voltage. The patient was upset that the ins only lasted about a year. However, the patient reportedly used 7v for the voltage and at 210us, 14hz the device would only have lasted 9 months until eos, this may account for the patient's short ins longevity. Impedances between the old lead and new ins were normal during the procedure. With the new ins and new lead therapy voltage was at a lower level. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. Product ID 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. (B)(4). Reference report- 6000153-2015-00544.

Event description:
Additional information from the manufacturers' representative reported that there was a lead placement issue. The battery depleted a ppropriately given the stimulation level. The patient had a new lead at low amplitude and was satisfied with the results.